Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged belt receptacle / constant gong alarms) was confirmed. As received, the belt receptacle was pulled from the monitor case, damaging internal wires. The cause of the constant gong alarms is the damaged receptacle and wires. The root cause of the damaged receptacle and wire is excessive force placed at the receptacle. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's monitor had a damaged belt connector and was producing constant gong alarms.